Event description:
Discrepant low qc results were obtained on tacrolimus (tacr) qc samples. It is unknown if the patient results were reported to the physician. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the discordant low tacrolimus qc results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed tacrolimus results is unknown. The issue is under investigation by siemens healthcard diagnostics. Note: the tacrolimus flex(r) reagent cartridge instructions for use states; "a test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.